Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in one piece. Final analysis found full breached outer insulation degradation in the proximal region of the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.